Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas could not be conclusively established through this evaluation. Per the account, heartmate 3 lvas, will not be returned for evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the vad coordinator that the patient expired due to bleeding. The patient reportedly experienced copious amounts of bleeding intra op. The vad coordinator stated that it was a long case because a pvad had to be explanted first and there was a lot of scar. The patient's pvad was implanted in 2011. It was later clarified that there was no pvad pump to explant at the time of lvad implant, just remnants of the inflow cannula from the original device as the original pvad was explanted in 2011. No autopsy was performed. No further information was provided.